Event description:
A surgeon reported that following surgery, the gas remained in the eye for 14 days. Following surgery, the pt had an increased intraocular pressure (iop) which was treated with a medication. The surgeon reported the iop has declined. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional info. (B)(4).